Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular zone3-zone4, d x l; 59 x 150 mm thoracic aortic aneurysm. The proximal neck was a 24mm in diameter which was the synthetic graft and the distal neck was 37mm in diameter. Vessels were non-calcified and nontortuous. 4 talent taa grafts, a (B)(4) was implanted into the elephant trunk of the synthetic graft of the arch, followed by a (B)(4) was inserted into the (B)(4) overlapping with the synthetic graft. Then a (B)(4) was implanted for the distal portion of the aneurysm. Finally a (B)(4) was implanted for covering of distal landing zone. Just after the implantation, a slight type 3 endoleak was confirmed by angiography. Though touch-up with a reliant balloon was performed, the endoleak did not completely resolve. The physician decided to keep monitoring the patient, and the procedure was completed. The operation was completed because the physician thought that the endoleak would disappear after increasing of act. Since the (B)(4) was inserted into the overlap area of (B)(4) and the synthetic graft which was a 24mm diameter and it could not expand to more than 24 mm. However, no infolding was confirmed in this case. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), unapproved use of device (use with synthetic graft). Evaluation, conclusion: user error contributed to event (use with synthetic graft).

Event description:
Additional information was obtained. Patient expired and relationship to product and procedure is unknown. Per the physician's statement, no additional information is available.

Manufacturer narrative:
Exact date of death is unknown.